Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the t2 of the fast-fix 360 could not be deployed. T1 was left secured in the patient. The procedure was successfully with non significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1 is off the needle but still attached to the suture. The t2 is on the needle. The needle assembly is bent. The gray sliding deployment knob is in the fully actuated position. A functional evaluation was performed on the returned device and found the gray sliding deployment knob cannot be moved. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include inadvertently bending of the needle/overmold assembly and an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.